Event description:
On (B)(6) 2012, a gore hybrid vascular graft was used in a a-v access application. The procedure was performed in the patient's upper arm. On (B)(6) 2012, the graft was removed due to an infection. The hybrid graft had not cannulated while the graft was implanted.